Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was symptomatic with palpitations. This right atrial (ra) lead exhibited noise. Inappropriate atrial tachy response therapy was delivered. The ra lead was found fractured and was explanted. No additional adverse patient effects were reported.